Event description:
According to the operative report, this valve was explanted due to endocarditis and paravalvular leak. The pt experienced pulmonary edema, renal failure and pulmonary hypertension and was taken for emergent mitral valve replacement. At explant, 3/4 of the valve was dehisced from the annulus with a "large" thrombus and "granulation tissue" throughout the sewing cuff that extended into the orifice and "obstructed" leaflet motion. A sjm 31mj-501 was then implanted and an intra-aortic balloon pump was placed due to "severe" acidosis and low arterial pressure.